Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with a myopic refractive error (-1.75 d). The surgeon suspected that the iol may have been implanted upside down or may have vaulted anteriorly, causing the change in refraction. In an attempt to correct the refractive error, the surgeon performed secondary surgical intervention to reposition the lens. During this procedure, the surgeon observed that the lens had been positioned correctly (right side up). It was unclear whether or not the lens had vaulted; the lens was in a neutral position and an attempt was made to reposition the lens into a more posterior position. This attempt was not successful and the surgeon then elected to replace the lens with a different diopter (21.0 d vs original 22.0 d) in order to correct the refractive error. The surgery was performed successfully. In conclusion, it it unknown whether or not the device malfunctioned.